Manufacturer narrative:
This complaint was received via user report and has been reported to the FDA. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose readings issue with the adc device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer experienced hyperglycemia and fatigue. Customer had contact with a healthcare professional (hcp) who obtained a glucose results of 142 mg/dl on the competitor brand meter when compared to a sensor scan result of 78 mg/dl. Customer had stated that since the numbers were low had eaten excessive food and were almost too close to diabetic ketoacidosis (dka). Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.